Manufacturer narrative:
Product available to stryker. The device history record review confirms that the device met all material, assembly and performance specifications. Returned device analysis found crystalized substance inside the catheter. No anomalies were noted with coating. The balloon was attempted to be pressurized with a syringe filled with water. During inflation tests, the balloon failed to inflate because the inner shaft under the manifold was perforated causing the leak. Water was observed leaking out of the guidewire port. The crystalized substance did not dissolve and is believed to be saline, contrast or a combination. There was no friction noted when a demonstration guidewire was inserted into the catheter. The guidewire exited with no difficulties through the catheter proximal end. The reported event is covered in the device directions for use (dfu). Per the device directions for use (dfu): ¿introduce the guidewire, flexible-end first, into the straight (back) port of the manifold. To avoid kinking, advance the guidewire slowly in small increments to the end of the balloon catheter.¿ it is possible that the guidewire may have perforated the inner shaft during the procedure causing the leak. The information provided indicated no anomalies prior to use. Based on the investigation, it appears that the reported and observed issues occurred from handling damage.

Event description:
It was reported that the balloon catheter leaked during the procedure. The physician stopped use of the balloon and replaced it with another of the same. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon catheter leaked during the procedure. The physician stopped use of the balloon and replaced it with another of the same. There were no reported clinical consequences to the patient due to this event.